Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot peu034, and no non-conformances were identified. Additional investigation summary: an opened msda folder with six strands double armed, a dispensed suture and five suture pieces of product code sxx54, lot # peu034 were received for evaluation. During the visual inspection of a dispensed suture and five suture pieces, the ends were noted cut and appears to be caused due to use of a surgical instrument and no fraying was noted on the surface suture. In handling this or any other suture material, care should be taken to avoid damage from handling. Avoid crushing or crimping damage due to application of surgical instruments such as forceps or needle holders. During the visual inspection of the six strands, the swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along of the strand and no defects, damaged or fraying were observed. A functional test was performed and the pull force were above the minimum requirements. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the condition of the sample received no fraying sutures were noted and, the assignable cause of the performance pull off suture needle is an improper handling.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2019 and suture was used. The suture was fraying and the needle was popping off the suture. It was not reported how the procedure was completed. There was a short delay in the procedure. There were no patient consequences reported.